Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated their buttons were not functional. The customer's blood glucose was 113 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc and act button. No button error alarm noted. The insulin pump was also received with minor scratched lcd window and cracked reservoir tube lip.